Event description:
It was reported that the patient's right knee was revised. After complaining of pain, an x-ray showed the patella was loose. Intra-op, it was confirmed the pegs had sheared off in the bone and the rest of the component was loose. A triathlon a35 x 10 mm all poly patellar component was revised. Rep confirmed that other than the attached explant picture, no further information would be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and loosening involving an unknown triathlon patella was reported. The event of crack/fracture was confirmed via provided photo while the event of loosening was not confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows an explanted patella component with all three pegs fractured. A discolored (yellow) patch was also noticed on the poly device. No conclusive decision can be made on the discolored patch. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that, intra-operatively, it was confirmed the pegs had sheared off in the bone and the rest of the component was loose. The provided photograph shows an explanted patella component with all three pegs fractured, which confirmed the event of crack/fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. After complaining of pain, an x-ray showed the patella was loose. Intra-op, it was confirmed the pegs had sheared off in the bone and the rest of the component was loose. A triathlon a35 x 10 mm all poly patellar component was revised. Rep confirmed that other than the explant picture, no further information would be released by the hospital or surgeon.